Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - 00771101120 femoral stem 12/14 neck 62045008, 00620005822 shell porous 62086030 & 00801803602 femoral head 62177097. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03540 & 0002648920-2017-00336.

Event description:
It was reported that the patient's left hip was revised approximately five years post-implantation due to dislocation, pain, limping, instability, corrosion and fluid around the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.